Event description:
Customer reported that the insulin pump had a low predict alarm and the esc button was unresponsive. Customer stated that the insulin pump was in the bathroom with her while taking a shower. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on the keypad traces. All buttons responded properly. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.